Manufacturer narrative:
H4: the device was manufactured in july of 2021. The device was received for evaluation. A visual inspection was done which observed the clamp was inverted. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. The manufacturing process has been updated to address the issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a buretrol solution set had a clip that was inverted which did not fit the pump. This was discovered during set-up and preparation. There was no patient involvement. No additional information is available.